Manufacturer narrative:
Unit was received with blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform the displacement test due to blank display.

Event description:
The customer reported that the insulin pump was damaged. The customer¿s blood glucose was 297 mg/dl. The customer reported that the little spring came out of the bottom of the insulin pump. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced and discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.